Event description:
Patient had a midline catheter upon her arrival for her CT scan. The midline catheter connected to the injector split when the contrast was being injected. The midline was removed and the sending facility was contacted to report the incident.